Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The patient reported obtaining a 134 mg/dl, 127 mg/dl, and 132 mg/dl, while experiencing no symptoms of high or low blood glucose levels. They visited their physcian's office and were advised that they were in the beginning stages of macular degeneration in both eyes. The patient reported that their vision was not yet affected. The patient was placed on diabetes medication. The patient did not specify if their physcian tested their blood glucose level. The patient did not allege harm. There is no informaiion to suggest that the patient experienced injury or medical intervention due to the meter. The meter, test strips, and control solution were replaced.